Event description:
It was reported that during evaluation of the device, it was determined that the robotic assisted saw interface device was loose. It was initially reported that the device was being used in a case when it was found that the latch was not fully clamping onto the saw tightly. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Visual analysis of the device revealed signs of usage on its overall surface. The functional testing found that functional test revealed undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. Device clamp was able to articulate with no restriction. No other anomaly was identified. The overall complaint was confirmed as the observed condition of the device would contribute to a device issue. The issue related to the undesired movement/play is related to a design issue and has been escalated to a CAPA.